Event description:
The customer alleges that the blade will not lock into place when placed on the handle.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.